Manufacturer narrative:
The broken vial was located in the facility's pneumatic tube system. The customer had implemented a protocol to wrap the bottle in bubble wrap and seal it in a plastic bag and has verified that this practice was utilized when this incident occurred. The customer has asked to reevaluate using the pneumatic tube vial holder which is designed for transporting bactec bottles in pneumatic tube systems. Bactec bottles are available in a variety of different media formulations and fill volumes. No investigation regarding the bottle could be conducted due to the inability to retrieve a catalog number or lot number of the broken bactec blood culture vial. Bd will continue to monitor this type of issue.

Event description:
A blood culture vial was broken in the hospital's pneumatic tube system. A staff member cut herself on the broken bottle. She did not require stitches but is currently receiving prophylaxis for (B)(6). The treatment is making her sick and she is currently on leave. The facility will not confirm if the blood she was exposed to was (B)(6). They refuse to provide add'l treatment details at this time.